Event description:
Customer reported particle was found in the chamber. The reported condition occurred before use. No patient injury or medical intervention occurred.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of particulate matter was confirmed; particulate matter was observed inside of the drip chamber. The root cause was determined to be related to the molding operation. No issues were noted in the batch review. (B)(4).